Event description:
Customer reports to have physical damage to insulin pump. Customer states the lcd screen is discolored, scratched, and blurry making it hard to read. Customer states she wears insulin pump in her bra which may have caused scratches to lcd screen. Customer's blood glucose was unknown. Customer was advised that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches reservoir tube window and cracked case at reservoir tube window corners.